Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device during procedure to treat 2 segments in the short saphenous vein (ssv). Local anesthesia was used. Transducer was used for compression. The vein closed. Fu was followed. It was reported that patient had bilateral ssvs treated. Two days post procedure, patient was having symptoms of itching and hives. Physician advised patient to take benadryl and there was no relief, and then prescribed solumedrol pack; still no relief. Patient then went to ER seven days post procedure and was given an injection of solumedtrol and was advised not to take anymore steroids due to osteopenia and would put her at risk of stress fractures. Patient has also tried numerous topical agents; calamine lotion, an eczema cream she was prescribed, hydroxyzine, cetirizine all with no relief. Patient was seen again 9 days and 14 days post procedure respectively, with progressive hives and itching. Physician recommended an explant given these details and circumstances. Physician was informed that the vascular surgeon who saw the patient did not think she had a true allergy due to non compliance with steroid dose pack and therefore there was no explant. It was advised the patient take and finish steroid dose pack and there has been no other information provided and no other patient complaints. No further injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.